Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Reference internal complaint cc#(B)(4).

Event description:
It was reported by the patient on maude event report (mw5067330), the physician performed a novasure endometrial ablation (exact date unknown). The patient reported severe lower abdominal pain and vomiting led her to the emergency room on multiple occasions (exact dates unknown). She was finally told that her cervix was dilating trying to expel a large mass in my uterus. She experienced the same symptoms and went to the emergency room (ER) another time. The patient was told that she was dilated again with a large mass inside of my uterus. The 3rd incident occurred with ER visits in 2017. I was admitted and the doctor attempted to conduct a dilatation and curettage (d&c) procedure but was unable to because she said my cervix was burned shut from the novasure procedure. The next course of action would be a hysterectomy. No additional information forthcoming.